Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a prime anomaly. Customer's blood glucose was unknown. Customer agreed to return the device

Manufacturer narrative:
The pump functioned properly during functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. No prime/fill anomaly was noted. The pump passed the self test, unexpected restart and all operating current measurements. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.